Manufacturer narrative:
The ipg was repositioned due to pocket pain. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was successfully repositioned to address the issue.